Manufacturer narrative:
H.6. Investigation: five samples (model #20039e) were returned by the customer. It was reported that there are continuous issues with product 20039e. Due to an ongoing investigation related to this failure mode, the samples were sent to another bd testing facility for testing. Additionally, CAPA#1998036 has been initiated and a team has been assembled in order to further investigate this issue. A device history record review for model 20039e lot number 20115448 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20115448 regarding item #20039e. H3 other text : see h.10.

Event description:
It was reported that 5 smallbore 6 inch ext vlv sets from lot 20115448, and 1 set from an unspecified lot had flow issues during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we continue to have this issue and it is not just occasional . We need to escalate this."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20115448. Medical device expiration date: 2023-11-08. Device manufacture date: 2020-11-03. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 smallbore 6 inch ext vlv sets from lot 20115448, and 1 set from an unspecified lot had flow issues during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we continue to have this issue and it is not just occasional . We need to escalate this."